Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was grey and blurry, very difficult to read display. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
The device passed displacement test and self test. No missing segments and partial display noted during testing. No grey or blurry display noted during testing. The device functioning properly.